Event description:
Clinical study 343 days after a drug eluting stenting treatment procedure the pt expired. The lesion being treated was a 4.0mm 90% stenosed proximal right coronary artery (prox rca). The lesion was predilated. Then the physician placed a taxus express2 8.8% drug eluting stent in the prox rca. There were no complications. The pt was discharged the next day on plavix, lipitor and aspirin. About eleven mos later the pt suffered a cardiac arrest and expired. In the opinion of the physician the cause of death was cardiac arrest and arrhythmia. There was no autopsy. In the opinion of the physician the relationship of the death to the target vessel is "not involved".

Event description:
It was further reported that target lesion 1 was located in the ostial/proximal rca with 90% stenosis and was 20mm long with a reference vessel diameter of 4.0mm. Target lesion 1 was treated with rotational antherectomy, cutting balloon angioplasty, and placement of a 3.5x32mm taxus express2 8.8% drug eluting stent, reducing the stenosis to 0% following post-dilatation. Per cardiac catheterization report a temporary transvenous pacemaker was placed for the procedure after the patient experienced an episode of bradycardia during rotablator use. The patient was discharged thenext day on asa and plavix therapy. 337 days later, the patient was found unresponsive at home by their spouse. Emergency medical services were activated, the patient was "minimally responsive" upon arrival to the hospital with labored breathing and persistent chest and arm pain. Per source documents, the patient had an aicd placed in june 2004 for history of atrial fibrillation and episodes of non-sustained ventricular tachycardia. Subsequent interrogation of the device showed three episodes of ventricular fibrillation with automatic defibrillation x 2. Portable chest x-ray on admission revealed "significant pulmonary edema" secondarty to ventricular fibrillation cardiac arrest. The patient was treated with oxygen, sublingual nitroglycerin, asa, lasix, and morphine sulfate. Synthroid was also introduced for evidence of new-onset hypothyroidism. Elevated troponin levels were through to be due to aicd discharge and possibly a small myocardial infarction (mi), however, cardiac enzymes did not meet guideline criteria for mi. A persantine myocardial perfusion scan the next day showed diffuse hypokinesis with ef 16%, a large myocardial scar of the anteroseptal and inferior wall, andno significant ischemia. The patient experience no further episodes of ventricular arrhythmia and was scheduled for discharge. 3 days later while waiting for transportation home, the patient had another episode of unresponsiveness with discharge of their aicd, presumably due to ventricular fibrillation. The patient was only briefly responsive and required intubation. Cardiac telemetry showed an unstable ventricular fhythm with some paced beats which deteriorated into ventricular fibrillation. The patient's aicd discharged at least twice more before reaching futility mode, external defibrillation was not performed. Hypotension was treated with IV fluid bolus and dopamine hydrochloride, calcium chloride was administered for hyperkalemia. The patient's condition continued to deteriorate. Decision was made by family members to continue comfort care measures only, the patient was started on morphine sulfate and extubated. The patient expired less than 24 hours later with family members in attendance. An antopsy was not performed. In the opinion of the physician the cause of death is "ventricular fibrillation", and the target vessel(s) was not involved.